Event description:
The customer reported no alarm sound. No pt harm was reported. In an abundance of caution, we will report audio loss even though a visual alarm warning is provided.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.